Event description:
During routine testing of the device at the service center, the repair technician reported that the casting roll out was out of specification. Total indicator run out 0017. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.